Event description:
It was reported the charger and programmer can no longer communicate with the ipg. It was also reported the pt has lost stimulation. The pt has not recharged the ipg as recommended. The pt will meet with an sjm rep to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.